Event description:
It was reported that pump issued cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, and resumed insulin therapy, and issue was resolved; no additional information was available regarding cartridge lot number.